Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead recently showed more oversensing. The lead exhibited more short intervals and a few episodes of noise. An x-ray showed a bend in the lead down near the heart, but it could not be determined if this was due to lead failure or the patient¿s anatomy. It was noted that when the lead was implanted, the lead was implanted on the right side and the implanter gained access very medial compared to what is normally seen. The lead remains in use. No patient complications have been reported as a result of this event.